Event description:
On 17apr2023 the nalu department responsible for MDR reporting became aware of a surgical explant that took place on (B)(6) 2023. Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. Patient reports using a hot tub jacuzzi starting within a few weeks of being implanted and in (B)(6) 2023 the patient began noticing symptoms. In late (B)(6) 2023, the surgical incision from the nalu implant opened. Per the doctor, the open incision appeared infected and the patient was prescribed antibiotics. Patient did not respond to the antibiotics and the decision was made to fully explant the nalu system. Surgical explant took place on (B)(6) 2023. Nalu was not notified of any potential issues until april 2023.